Event description:
It was reported that, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected but this was not confirmed. Provocative maneuvers were performed; the noise was reproduced. No additional intervention has been performed. The patient was stable.